Event description:
Complaint submitted through clinical data collection. Limited information provided and it is unlikely further information surrounding the patient or the event will be provided. Duramatrx-onlay collagen dura membrane used on a patient on (b)((6) 2025 in the anterior fossa. Patient was part of clinical study for meningioma who grade 1. At time of initial surgery, 3-0 and 4-0 synthetic, non-absorbable sutures were used (not collagen matrix, inc. Products). No other dural products were utilized. A drainage shunt was also used (not a collagen matrix, inc. Product). There were no complications noted during the initial surgery. There was no csf leakage after initial placement. The clinician classified the handling properties of the duramatrix-onlay product as "good" and also classified the adaptability of the product to anatomic structure as "good." An adverse event was reported on 5/31/2025, in which an intracranial abscess post craniectomy in the bone flap was noted. Clinician classified this as a serious, but unexpected, adverse event. Hospitalization was required. Intervention required as additional surgery was performed to re-do the craniectomy and evacuation of abscess and washout. A CT/MRI was performed but no further details were provided. The dural defect site upon re-enty was adequate. Customer listed (B)(6) 2025 as the adverse event stop date, however no details surrounding this were provided. A routine follow-up was performed on (B)(6) 2025 and no further adverse events were noted; clinician was satisfied with the performance of the duramatrix-onlay device. No further details surrounding the patient status, patient outcome, or event will be provided.